Manufacturer narrative:
(B)(4). Device evaluation: this device was not returned to baxter for evaluation, however from information provided by the customer, quality engineering determined the root cause of the reported condition to be a defective switch printed circuit board. The customer replaced the switch printed circuit board to repair the reported condition. A service history review determined that this device has not previously been serviced by baxter. A device history review could not be performed as the serial number provided by the customer for this device is not valid. A follow up report will be submitted if additional information becomes available.

Event description:
The facility representative reported an infusor device on which the motor would not run when attempting to deliver. The reported condition occurred in the surgery unit, however the step in the process in which the reported condition occurred is unknown. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation per the customer. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.